Event description:
It was reported following a left iliac stenting procedure, a 6f angio-seal evolution was selected for use. The left femoral puncture was aided by the use of ultrasound and a predeployment angiogram was performed. Although this patient had peripheral arterial disease, the puncture site and surrounding area was clear of disease for several centimeters. The deployment of the evolution device was as per the IFU and hemostasis was achieved. However, the patient was thin and some puckering of the puncture tract was noticed. Gentle massage of this area returned the skin into its normal position. Four hours later, the patient deteriorated and a retroperitoneal bleeding event was suspected, possibly from the iliac stenting. An angiogram revealed bleeding from the access site. Surgical examination of the site revealed that the angio-seal was at the site of the puncture, the collagen was opposed against the wall of the artery, and bleeding was evident around the angio-seal. The artery was surgically dissected, the device removed, and the anchor was seated against the inside wall. The angio-seal components were removed and the patient had surgical repair. The physician was unclear as to the reason for the retroperitoneal bleeding, but stated the patient lost 6 units of blood and the puncture was below the inguinal ligament.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipments. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.